Event description:
Customer claims au680 clinical chemistry analyzer generated falsely low results for multiple assays and provided data for total bilirubin on a single patient. No erroneous results were reported out of the lab. There has been no report of change to patient treatment associated with this event. Customer stated that control (qc) recovery was within facility generated specification prior to the patient run. Customer followed beckman coulter labeling instructions to review reaction monitors for troubleshooting the problem. Customer discovered abnormal reaction monitors on the glucose assay, but repeat testing of that assay demonstrated no erroneous results. Customer stated that multiple blood urea nitrogen (bun) results presented with asterisks (*) flags, but repeat of those samples demonstrated no erroneous results.

Manufacturer narrative:
Result code for cuvette replacement and photometry unit replacement. A beckman field service engineer (fse) was dispatched to evaluate the system. The fse discovered multiple photocal data errors and cuvette mean check errors on the analyzer. Fse hand cleaned and replaced 2 cuvettes. Lamp was replaced. Fse replaced the photometry unit. Following service, the analyzer was validated as performing within specification. There were no further issues reported.